Event description:
The customer reported that the clinician claimed the unit stopped ventilating while on a patient. The unit did alarm. The caller stated there was no patient harm.

Manufacturer narrative:
The device was evaluated by the customer's biomedical engineer who provided evaluation results and has put the unit back into service. Nellcor puritan bennett was not authorized by the customer to evaluate the unit.